Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information d9: device - additional information g3: date received by manufacturer- additional information h2: additional information / device evaluation h3: device evaluated by manufacturer - additional information h6: adverse event problem component codes ¿ additional information.

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An exterior visual inspection was performed and passed. Charge and boot testing was performed and passed. The receiver log was downloaded and reviewed finding no errors related to the complaint. The allegation could not be determined. A probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).